Event description:
A nurse reported that the customer was hospitalized for low bgs. The customer did not eat enough and did not treat their bgs correctly. Troubleshooting was performed. The programming and histories on the pump were accurate. Pump was operating as designed and does not need to be replaced.